Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and displacement test. The device was received with stuck motor error alarm loop during bolus delivery. Unable to confirm the error alarm due to erased history file. The motor was tested outside of the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The device was received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported multiple motor error alarms in the past three weeks while doing an infusion set change. The customer's blood glucose was 11.5 mmol/l. Her blood glucose was treated using the insulin pump. Troubleshooting did not find any significant events that would lead to the alarm. Customer also stated that she uses the reservoir past the recommended three days. The customer was advised to disconnect from her insulin pump and revert to her back-up plan while a new insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.